Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a "failed battery" alarm and pump error 53(software error detected), with the pump requiring frequent battery changes and a crack identified in the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting confirmed that the pump passed the self-test and cannula fill delivery test, but the physical damage and recurring battery issues impacted functionality. The pump was determined to require replacement, and the customer was instructed to discontinue pump use, revert to alternative therapy per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712k was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement test, active current measurement test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test during testing. No pump error 53 alarms during testing. During download history review, failed battery test occurred on (B)(6) 2025 14:53:16, (B)(6) 2025 14:54:07, (B)(6) 2025 14:57:19, (B)(6) 2025 14:57:27, (B)(6) 2025 14:57:56 and (B)(6) 2025 14:59:00. Pump error 53 was present in the history download on (B)(6) 2025 14:59:19.000 (file number: (B)(4), line number: 5632) due to software error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked case-corner of belt clip rails. Pump error 53 was confirmed due to software error. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damages were noted. Failed battery test was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.